Manufacturer narrative:
The reported complaint that the autopulse platform (sn (B)(6) displayed user advisory 07 (discrepancy between load 1 and load 2 too large) was confirmed in the archive data and during functional testing. The root cause of the reported complaint was a malfunctioning load cell due to failed components. A review of the archive data showed multiple user advisory 07 (discrepancy between load 1 and load 2 too large) around the customer's reported event date, confirming the reported complaint. Functional testing failed due to the ua07 advisory message displayed upon powering up the platform, confirming the reported complaint. The failed load cell was replaced to remedy the fault. Following service, the autopulse platform passed all testing criteria.

Event description:
During a device inspection, the customer noticed that the autopulse platform (sn (B)(6) displayed user advisory 07 (discrepancy between load 1 and load 2 too large). No patient involvement.